Manufacturer narrative:
Age of device: 5 years, 10 months, 26 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the device alarmed for 'driveline fault'. The alarm returned after clearing. The manufacturer's technical service representative reviewed the log file and observed pump stoppages while attached to mobile power unit (mpu) at 10:37 pm. No further pump stoppages observed at 10:38 pm. There were a few false 'driveline disconnect' alarms through these pump stoppages. The patient was placed on power module with an un-grounded patient cable. The system controller was exchanged and the alarms resolved. The patient remained symptomatic at the time of event. No further information was provided.

Manufacturer narrative:
Review of the submitted log files provided by the account confirmed an existing driveline fault. Although pump stoppages were confirmed during initial log file review, further evaluation of the submitted log files confirmed no pump stoppages occurred. The account communicated that the patient presented to the clinic with driveline fault alarm. The alarm was cleared by, however, returned a few minutes later. Analysis of the submitted log file revealed constant driveline fault alarms and yellow wrench advisories beginning on 7/19/2018. The driveline faults appeared to result from an issue with phase 3. The other phases did not appear to contribute to the fault. The pump remained above the low-speed limit and appeared to be functioning as intended. The patient had two previously reported driveline fault events on 6/25/2015 (reference (B)(4)) and 4/03/2017 (reference (B)(4)) where the controller was exchanged. The log files revealed driveline fault alarms and yellow wrench advisories which also appeared to result from an issue with phase 3. The pump remained above the low-speed limit and appeared to be functioning as intended. The patient remains ongoing on the device. The heartmate ii lvas patient handbook addresses how to care for the driveline. The heartmate ii lvas IFU and patient handbook contains information regarding alarms on the system controller alarms, as well as how to respond to each alarm condition. This IFU also outlines pump parameters, and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The most recent heartmate ii lvas patient handbook contains information regarding alarms on the system controller alarms, as well as how to respond to each alarm condition. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on this event.